Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, the distal end of the cannula cracked and a piece fell into the patient surgical cavity. The piece is approximately 1/2 inches in length. The surgeon was informed, but could not find the piece and elected to close the patient. No patient injury reported.